Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report that the instrument operator adjusted the unit of measure for the troponin I ultra (tni-ultra) test from ng/ml to pg/ml but forgot to set the conversion factor to 1000. Consequently a patient sample with a test result of 1,200 pg/ml was reported incorrectly as 1.2 pg/ml. The same sample was repeated on the same instrument using an alternate test (high sensitivity troponin I, tnih) and a result of 880 pg/ml was obtained. The cause of the event is a use error. The instrument is performing according to specifications. No further evaluation of this instrument is required.

Event description:
A troponin I ultra (tni-ultra) test result of 1,200 pg/ml that was obtained on atellica im 1300 instrument was reported incorrectly to the physician(s) as 1.2 pg/ml. The same sample was repeated on the same instrument using an alternate test (high sensitivity troponin I, tnih) and a result of 880 pg/ml was obtained. It is unknown if the tnih result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the incorrectly reported tni-ultra test result.